Event description:
A hospital in (B)(6) reported the tool broke down during usage. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation coordinated by synthes (B)(4) reports the following: it was confirmed by the visual inspections the thread was badly damaged, indicative of exceeded applied mechanical force. The device condition is likely the result of the thread was not screwed in far enough and got damaged during use. Also the marks around and on the head of the guide, is indicative of the slotted hammer has not been used accordingly, which is considered as a user error. Further, the investigation found no evidence suggesting any material or manufacturing defects. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 1 device for this event reported on complaint (B)(4).